Event description:
The patient called to report that they were told from their physician that their leads had gone bad. The atrial and right ventricular leads remain in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was reported that there was no complications or allegations against the atrial lead. However, it was reported that the rv (right ventricular) lead issue of high thresholds was alleged to have been caused by the battery depletion of the competitor¿s device. Therefore, the competitor device was changed out and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1280 competitor implantable pulse generator - (B)(6) 2002; 5092-58 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
(B)(4).